Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Event description:
Additional information received confirmed the device is not PMA approved and thus not MDR reportable.

Manufacturer narrative:
Additional data: b.5.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Seroma- late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.